Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 30 mmol/l at the time of the incident. Customer's current blood glucose level was 8.7 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, diarrhea and vomiting. The customer was treated with insulin pump and intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer received low battery alarm. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08710 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 17-jul-2022 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 5.275 u and dailytotalofbolusinsulindelivered = 0.95 u which is equal to the dailytotalofallinsulindelivered = 6.225 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 17-jul-2022, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: torn serial number label and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.